Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episodes ams due to far-r wave oversensing. Programming changes were made. The patient was stable throughout and will continue to be monitored.